Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 405-03 lead (B)(6) 1991. (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.